Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional is fractured.

Manufacturer narrative:
(B)(4). Reported event was confirmed, as device was returned and fractured. Device history record was reviewed and found no deviations or anomalies relevant to the reported event. Previous investigation into this type of reported issue found the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2297-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause could be determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.